Event description:
It was reported that the customer experienced a low blood glucose (bg) level in 46 mg/dl range. The customer consumed carbohydrates and changed pump supplies to address bg level. Reportedly, the customer alleged that the pump was not delivering insulin properly. Recommendation was made for customer to discuss event with a healthcare provider.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.